Manufacturer narrative:
Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It¿s alleged by the attorney, through the filing of a legal claim, that the patient had a stryker lateral head and stem elbow implanted on or about (B)(6) 2016. It is further alleged that after his elbow replacement, he began to experience increasing pain and decreased function. He then visited his orthopedic doctor who confirmed loosening of the radial head components and recommended immediate revision surgery, which took place on or about (B)(6) 2016. Within one week of his revision surgery, the claimant had to undergo re-revision of the radial head component on or about (B)(6) 2016 due to the component coming loose and dislodging for a second time. This pi is for revision 1.

Manufacturer narrative:
The reported event that lateral assembly, radial implant, size 1 was alleged of 'not functional' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It¿s alleged by the attorney, through the filing of a legal claim, that the patient had a stryker lateral head and stem elbow implanted on or about (B)(6) 2016. It is further alleged that after his elbow replacement, he began to experience increasing pain and decreased function. He then visited his orthopedic doctor who confirmed loosening of the radial head components and recommended immediate revision surgery, which took place on or about (B)(6) 2016. Within one week of his revision surgery, the claimant had to undergo re-revision of the radial head component on or about (B)(6) 2016 due to the component coming loose and dislodging for a second time. This pi is for revision 1.